Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000589 564550 comp rvrs 25mm bsplt ha+adptr. Foreign country: (B)(6). Reported event was confirmed by review of statement received from the surgeon that outlines the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03696.

Event description:
It was reported patient underwent an initial right shoulder procedure. Subsequently, the patient was revised approximately 6 months post implantation due to disassociation. The surgeon stated the central screw was not initially implanted deep enough. At the revision, he put in 2 more millimeters for the screw into the bone. After this procedure, he checked the screw- depth with the guide and after fixing the glenosphere and it was stable. Additional information on the reported event is unavailable.